Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise, oversensing and pacing inhibition. Reprograming of the device was performed and the patient will continue to be monitored. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.